Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: failure event observed during analysis. Final analysis found that a partial lead was returned. The lead insulation was abraded at 12.3cm to 13.1cm from the cut distal end. The abrasion was consistent with exposure to constant friction with another implantable device. (B)(6).